Event description:
Customer reports receiving high reading of 439 mg/dl on her freestyle flash glucose meter. She treated herself according to the reading and as a result lost consciousness and experienced a seizure. Paramedics meter read 29 mg/dl. No time course was provided.